Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error after moisture exposure. The insulin pump had been exposed to sweat. The patient's blood glucose at the time of incident was 87 mg/dl. During troubleshooting the caller stated that the customer was working out when the button error occurred. There was moisture visible inside of the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive esc, act and up buttons due to corroded keypad traces. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the unresponsive button. No moisture damage was noted on the electronic assembly during visual inspection. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corners and a missing end cap sticker.